Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 24 and 36 hours. While the patient was laying down, the pod reportedly fell off the infusion site (arm), causing the pod cannula to dislodge. The patient was able to successfully remove a pod and apply a new pod.